Event description:
The patient experienced a return of spasticity. Telemetry showed the pump was alarming. The pump showed a memory error; it was not in stopped pump mode and the reservoir volume was 19.5 mls. The pump was old and was replaced; the catheter was checked for patency and the system was working. Following the replacement, the physician was working on titrating the patient to the correct dose. Additional information has been requested, a follow-up report will be sent if additional information becomes available.